Manufacturer narrative:
The patient was experiencing pain with a limited range of motion. The surgeon performed debridement surgery. Multiple mdrs regarding this event were submitted ( see MDR 2031049-2020-00071).

Event description:
The surgeon removed the heterotopic bone from the patient's left tmj devices.